Event description:
It was reported that (1) hp052 was used during an unknown procedure. It was reported by the rep that the connection of plugs locked together. Opened another device to complete the case. There was no consequence to patient.